Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the screw extension can no longer be dismantled; flex clip - spring bent in the shaft. This was discovered in cssd. There was no patient involvement. This report is for a approximator fc sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the approximator fc sleeve (p/n: (B)(4), lot #: nw219497 ) was returned and received at us cq. Upon visual inspection, an unknown set screw was observed to be stuck inside the device and could not be removed. Also, the x25 inserter assembly was missing from the returned device. Additionally, scratches from field usage were observed on the device which would not impact the functionality of the device. Functional test: a complete functional test could not be performed as the device was received by itself. However, the set screw stuck inside the returned device and the missing component could have caused the complaint condition. The stuck set screw is being investigated separately. Document/specification review: based on the date of manufacture the following drawing, reflecting the current and manufactured revision was reviewed expedium 5.5 flexible clip-on reduction device, reduction sleeve assembly: (current and manufactured) dimensional inspection: a dimensional inspection was not performed as the internal jammed device was inaccessible without destruction of the device. Moreover, there was conclusive evidence that the returned device was missing components. Investigation conclusion: the complaint condition could be confirmed for the returned device as the returned device was observed to have deformed retaining plates. There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number nw219497 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 13 aug 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.